Manufacturer narrative:
Results: one used sample in an open poly bag was returned for evaluation. A visual/microscopic inspection revealed that the needle had penetrated its shield. A review of the device history record and quality notifications for lot # 6060505 revealed that all inspections and challenges were performed per the applicable operations qc specifications. There were two notifications (B)(4) noted for needle through shield and the defective product was scrapped. The samples have been forwarded to the manufacturing site in (B)(4) for further evaluation. Conclusion: an absolute root cause for this incident cannot be determined as the evaluation is still in process. A supplemental report will be submitted upon completion of the investigation to be performed by the manufacturing site in (B)(4). (B)(4).

Event description:
It was reported that a consumer stuck her finger with a 6mm bd insulin syringe because the needle protruded through its shield. There was no report of medical intervention for this incident.

Manufacturer narrative:
Results: one used sample was returned to the manufacturing site in (B)(4) for evaluation. Upon examination, it was confirmed that the needle had pierced the shield, likely during manufacturing. As previously reported, a review of the device history record and quality notifications for lot # 6060505 revealed that all inspections and challenges were performed per the applicable operations qc specifications. There were two notifications (zm200636490, zm200635790) noted for needle through shield and the defective product was scrapped. Conclusion: our quality engineer notes that the most probable root cause is that insufficient product was wasted at the time the quality notifications were generated, allowing for additional defects to have made it through the checkpoint. The manufacturing site is currently piloting a new system in which a current is passed over the hub/cannula/shield assembly; if an arc occurs, this is an indicator that a cannula is protruding in an undesirable manner and the product is defective. This batch was produced prior to the installation of this system.